Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during unrelated explanted procedure, the left ventricular lead, previously capped due to phrenic nerve stimulation, was also explanted. Patient was asymptomatic and in stable condition after the procedure.